Event description:
A patient reported experiencing hypoglycemia while using a one touch meter. Patient started using the ot meter in 6/2001. Patient was 5 months pregnant at the time of event. On event date, pt became half-unconscious while sleeping. Spouse, using the ot meter, checked pt's blood glucose and obtained readings of 31.1mmol/l and "hi" at about 01:30am. Spouse gave patient 8u of humalog insulin. At 1:57am, pt's blood glucose was 1.4mmol/l on the ot meter. Paramedics were called and found patient's blood glucose 1.6mmol/l on their meter. Paramedics treated pt with glucagon and transferred pt to the hospital. At the hospital, pt was admitted for hypoglycemia, treated with IV fluid and discharged the next day. No further information was provided.